Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "The biomed is requesting replacement turbine assy indicating during set-up on ac power off pt use post main pcb change due to xdcr issue the unit displays vent inop, events log notes motor fault and continous audible alarm is present."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. (B)(4). The carefusion tech support specialist in conjunction with the user facility's biomed determined that the most likely cause of the reported event was a faulty turbine assembly. The user facility was shipped a replacement turbine assembly to repair the device and return it to service. The alleged faulty turbine assembly has been received and routed to the carefusion failure analysis lab for eval. Once the eval is complete, a follow-up medwatch report will be submitted.